Manufacturer narrative:
Based on ci re-evaluation this record has been updated to capture additional allegation of 35v failure. Coding updated to reflect.

Event description:
Philips received a complaint by the feild service engineer (fse) on the v60 indicating while servicing the device, it was observed that the device was getting an error code 111b 35v fault message, error code 1104 backup alarm failure message, error code 1115 auxiliary alarm supply failed error message and error 1134 blower stalled error messages. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending.

Manufacturer narrative:
On (B)(6) 2025 ccox: upon further review, this record has been identified as a duplicate of (B)(4) and is associated with MFR report number 2518422-2025-027315. All subsequent reporting activity will be documented under this manufacture reference number.

Manufacturer narrative:
19-may-2025 ccox: upon further review, this record has been identified as a duplicate of 5717812 and is associated with MFR report number 2518422-2025-027315. All subsequent reporting activity will be documented under said manufacture reference number.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not turn on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device would not turn on. Onsite service is currently pending. Device evaluation and repair are pending.